Event description:
It was reported that a user experienced blood glucose fluctuations while using the ilet system, including a low glucose event where the pump displayed 57 mg/dl and a contemporaneous fingerstick measured 81 mg/dl; the caregiver stated the user ingested orange juice and expressed concern that the pump delivered insulin leading to the low, while records indicated a preceding elevated glucose and an automated correction dose. Symptoms included hypoglycemia without reported clinical sequelae. Outcomes included self-treatment with oral carbohydrate and no medical intervention or hospitalization. Investigation included complaint handling with troubleshooting and education provided by support personnel. Investigation of this case revealed that a correction algorithm functioned as designed in the context of prior hyperglycemia, with potential overcorrection discussed, and no device malfunction confirmed. It was concluded that the cause of the hypoglycemia was unclear, with no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.